Event description:
It was reported that an asymptomatic and pacemaker dependent patient presented in clinic for follow-up. The right atrial and right ventricular lead exhibited high impedance. Upon interrogation of the lead impedance trend, it was noted that the impedance of both leads increased on different days between (B)(6) of 2017. The atrial lead triggered polarity switch due to high impedance. Noise and impedance were not producible in clinic with isometrics. The lead measurements continued to trend in-range and stable. No intervention was performed. The patient was stable before, during and after the event.